Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. Blood glucose level ranged between 145-150mg/dl. A system check was performed verifying the occlusion alarms. After a supply change was performed during the system check, the customer successfully resumed insulin deliveries.